Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced a cerebral infarction after an inappropriate shock. The patient was hospitalized and was released in normal condition after further testing and evaluation. Patient is being monitored remotely.

Manufacturer narrative:
Describe event or problem: new information indicated that the patient experienced inappropriate shock due to uncontrolled atrial fibrillation. Av ablation was performed to resolve the issue.